Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the battery was connected to the lead impedance was checked and showed connections weren't secured. The lead was taken out and cleaned then reinserted. The torque wrench was not fulling inserted while turning several times, as to strip the threads. Multiple attempts were made. The lead would not stay within the battery with the stripping. The healthcare provider (hcp) said they felt like they accidentally had not fully inserted the wrench before turning to tighten.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.